Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 the field service engineer (fse) confirmed the unit would not power on. The fse replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
The customer reported the unit would not power on. There was no patient involvement.